Event description:
Major pump unit(s) involved: external control system failure specific component(s) involved: external controller malfunction.

Event description:
Major pump unit(s) involved: external control system failure;controller.specific component(s) involved: external controller malfunction;power exceeded nominal limits.causative or contributing factor: no specific contributing cause identified;intervention(s): replacement of external controller;type: lvad.